Event description:
It was reported that the maryland bipolar forceps instrument was not working properly during a da vinci hysterectomy procedure. The surgeon indicated that the instrument was not rotating/opening up in the usual way. The instrument was exchanged for a backup instrument. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house system and no trouble was found. The instrument was placed on ipt (instrument performance tester) and passed motion testing. Failure analysis investigation also found the following additional damages to the instrument: there was a small scratch on the conductor wire. No material was missing, material was indented inwards. There was no damage to the clevis. The instrument passed electrical continuity testing. The evidence was inconclusive, but the insulation damage was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks with light material removal. The scratches were .309 - .018 in length and not aligned with the tube axis. No other damage was found.